Manufacturer narrative:
Corrected data: the therapy date for the concomitant products provided in the initial report were inadvertently excluded. Additional information: the sample is not available. All information reasonably known as of 08-sep-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 10-jul-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that a patient who had right breast reconstruction attempted removed of the catheter at home on (B)(6) 2017. Resistance was felt during the removal attempt and "it snapped back and broke." The patient did not call the hotline or her doctor to report the issue, but instead reported it when she went in for her post-op appointment on (B)(6) 2017. The doctor believes that 5 centimeters remained in the patient. There was no reported patient injury. Additional information has been requested but not yet received.